Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included swelling abdomen, shortness of breath, weight gain, multigravida and parity 5. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included amenorrhea and body mass index normal. Concomitant products included furosemide, minerals nos;vitamins nos (prenatal vitamins) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain, pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("pain, back") and abdominal pain upper ("pain, stomach") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 5 months after insertion of essure. On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, pelvic pain, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, back pain, abdominal pain upper, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a second pregnancy under essure was reported (case (B)(4)). Other pregnancy under mirena was reported (case -(B)(4)). Insertion details-right-2 left -4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. (B)(6) 2011 : blood pregnancy test : positive . Concerning the injuries in the case, the following ones were described in patient's medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received-new reporter, insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.